Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer's representative (rep). It was reported that the patient was meeting with the rep to perform a trickle charge. The cause of the inability to charge and communicate, the loss of stimulation, poor communication, and inability to turn stimulation on was that the patient forgot to bring a recharger on vacation and the battery went into discharge. The patient met with the rep and a trickle charge was performed. When the battery was reset an end of life message appeared. The battery needs to be replaced at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not know the circumstances that led to the loss of stimulation, inability to communicate, and charge. The steps taken to resolved these issues was that the patient called the manufacturer and went to the hp office for help. The patient stated that the loss of stimulation, inability to charge, and the inability to turn stimulation on was resolved for a short time. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. The patient reported that there was poor or no telemetry with recharging. The patient reported that ¿it was not working anymore and she didn't know why.¿ the patient clarified and reported that she wasn't getting any stimulation. The patient reported poor communication. The patient was instructed to connect with her patient programmer and recharger and reported getting poor communication screen on both. The patient reported that she last successfully charged her device ¿about 2 weeks ago.¿ the patient reported that she forgot her charger at home when she was on vacation as the reason for not charging. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. The patient reported that she had an appointment with her hcp on (B)(6) 2017. The patient also reported that stimulation wouldn't turn on. No further complications were reported.